Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4, enlarged aorta, with thin and restricted posterior mitral leaflet (pml). A mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip, difficulties grasping the leaflets, and difficulties capturing the leaflets occurred. After adjusting catheter trajectory, the final grasp looked acceptable, and the clip as deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported slda, difficult leaflet grasping, and difficult leaflet capture were due to patient anatomy. The cause of the reported difficult imaging was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4, enlarged aorta, with thin and restricted posterior mitral leaflet (pml). A mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip, difficulties grasping the leaflets, and difficulties capturing the leaflets occurred. After adjusting catheter trajectory, the final grasp looked acceptable, and the clip as deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.